Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump's battery ran out and did not alarm. The customer's blood glucose level was 13.6 mmol/l at the time of the incident. The customer reported inserting several batteries but the insulin pump did not start up. No cracks in the casing and the battery cap appeared okay. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.